Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were receiving MRI scan was muscle spasming through the whole lower back. Patient said initially a couple of months ago they started to notice their ipg felt like it was protruding somewhat, then developed the spasms after that. Last night, the patient said they developed sharp pain all of a sudden, <(>,<)> so their doctor ordered an MRI. The patient called back in, reporting that they were supposed to be having an MRI on their lower back, but their hcp called the MRI facility, then they were told by the MRI facility that they couldn't have an MRI. The patient stated that the coil used by the MRI facility was not compatible with their implant and asked for MRI facility locations that can undergo MRI procedures for patients with their implant. Agent reviewed that ps doesn't have list of MRI facilities. Advised the patient that MRI facilities can contact ts for information.

Event description:
On (B)(6) 2025 additional information was received from a friend/family member. The caller called back repeating that the patient needed an MRI scan due to "severe back issues" and they could not get the MRI because they had called many different facilities and no one would take the patient for the MRI with the patient's implant. The caller stated they were told it was because of "something with the coils". The caller stated they had made appointments only to get there and they say they couldn't do it. The caller stated they were at their "wits end". The caller stated they were not sure what was wrong with the patient and stated they did a cat scan but it was not definitive and the MRI would be much more definitive. The caller confirmed they could place the patient's implant into MRI mode. The agent sent email to the reps to request assistance with locating an MRI facility. The patient rep called back on (B)(6) 2025 because they had not heard from anyone. The caller said they were willing to travel 1.5-2 hours. The agent reopened and reassigned the case to email the reps. The agent included miami reps on the email. The patient rep called back in on (B)(6) 2025 because they were still having trouble finding an MRI facility that could undergo the MRI for the patient's lower back. The caller mentioned previously reported information regarding the lower back issues and pain, then requested that a rep contact them to assist in locating an MRI facility. The agent sent a follow-up email to the reps in the area. The rep indicated that they had reached out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back because they are having an MRI on friday. They said they were told they need to make sure the equipment is charged to 100% and they wanted to make sure they were doing it correctly. Reviewed charging the handset and communicator. Patient said the device is already in MRI mode. They said it isn't great but it will be fine until monday when they call to get help turning the device back on again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they had an MRI on (B)(6) 2025 and had not yet contacted their hcp. It was reported the issue was not yet resolved.